Event description:
No new information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382523 and lot number 5114768. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
When starting an ultrasound IV using a 22g needle, rn had trouble advancing needle into vein. Upon inspection, it appeared that the needle had scratch or punctured the catheter, causing the catheter to get "hung up" on the patient's skin and prevent the needle and catheter from advancing forward.